Event description:
The following information was reported: "possible intra-arterial deployment, right groin access/deployment and moving to surgery to cut down on the occlusion." The following additional information was reported to the aci sales representative by the user facility: "the mynx was deployed correctly and outside the vessel per the surgeon who called and provided feedback. He did state that there was a significant dissection in the profunda femoral and a lot of blood. Not sure what caused the dissection, either the sheath or the mynx wire, etc. A profunda endarterectomy and angioplasty was performed and a covered patch was placed."

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely root cause of the reported occlusion could have been the arterial dissection. Based on the information provided, the root cause of the dissection could not be determined. The review of the lhr (lot f1412901) indicated that the device lot met all established performance criteria prior to shipment.